Manufacturer narrative:
The probe 960-556 planar passive blunt (130715) was returned for analysis. Analysis found a bent instrument array. With markers attached and fully seated, the returned probe displayed a high geometry error but a good divot error. The support arm for the marker #5 was slightly bent causing the high geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar blunt probe was intermittently tracking as one post would intermittently not be viewed by the camera with new spheres on it. Additionally, there was no other allegation against other instruments. There was no patient present when this issue was identified.